Event description:
It was reported that, during a shoulder surgery, the dyonics control unit pumped to much fluid into the patient, the system was not keeping the pressure that had been set and it increased when not being activated. There was a delay greater that 30 minutes, and after that the case had to be abandoned. As a consequence of this event, the patient experienced swollen shoulder which required icepack. The current health status of the patient is unknown and waiting for re-surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6, health effect - clinical code and health effect - impact code were updated. H3, h6: the reported device was received for evaluation. It was determined the device contributed to the reported event. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found p1 transducer failed pressure test. The complaints of excess flow or over-infusion was not confirmed factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of increase in pressure was confirmed, and the root cause was associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. Please refer to the operations/service manual for troubleshooting guidance if poor or erratic pressure performance is observed. Our clinical investigation concluded: according to the report, after a surgical delay of greater than 30 minutes, the surgical procedure was abandoned, and an ice pack was applied to the patient¿s swollen shoulder. Since the health status of the patient is unknown, the impact to the patient beyond the reported swelling requiring an ice pack and the post-phoned surgical procedure cannot be determined due to limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.